Event description:
On 10/31/2006, a surgical technician from the user facility provided the following information on a completed complaint questionnaire. Enlargement of the incision was required to accommodate removal and replacement of an intraocular lens when a scratch was noted following insertion. Follow-up information including the patient's outcome has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. On haptic was bent in the distal area and lens optic was cracked. The lens was torn/split/cracked on a post of the lens case. Upon return, the lens was also observed to be improperly re-cased by the customer resulting in further optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.